Event description:
A customer contacted beckman coulter inc. (Bci) to report that the phosm cup part of the synchron lx20 was not draining and that reagent is spilling into compartment and onto the floor after an un-noticed sm error flag. No fumes were produced and customer was not harmed and did not need medical treatment.

Manufacturer narrative:
Bci customer technical support assisted the customer with performing a power down/reboot. After reboot, no further instrument errors were observed and phosm cup drained properly.